Event description:
Related manufacturer report number: 2017865-2022-22308. During implant, decreased pacing impedance was observed on the right ventricular (rv) lead. The physician attempted to evaluate the rv lead values using a pacing system analyzer but was unable to disconnect the lead from the device due to the set screw being unable to be loosened. The event was resolved by explanting and replacing the device and rv lead. The patient was in stable condition.

Manufacturer narrative:
The reported event of low pacing lead impedance was confirmed. As received, a complete lead was returned in one piece. Visual inspection found the outer insulation and outer coil were compressed at the suture tie location. Test for hi-pot failed and arcing of current was noted in this location. Destructive analysis was performed and found the inner insulation was damaged at the suture tie location consistent with damage due to suture tie down forces.